Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a sales representative via sems that an ar-8305 shaver console was producing a burning smell from the back side of the unit when activated. It also produced an error code. There were no negative effects to the patient due to this issue.

Manufacturer narrative:
(No problem found) the evaluation did not reveal any issues relevant to the reported event.